Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the connecting tube was unable to be connected due the connector was hit by something hard or loosened and damaged. As for the cause of the loosened connector, could be that the user may have applied stress to the connector in the direction that would cause it to loosen, and this stress accumulated over time. The event can be prevented by following the instructions for use which state: "chapter 3. Inspection before use 3.3 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment." Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the endoscope reprocessor had a broken yellow connector in basin. There were no reports of patient harm.

Manufacturer narrative:
The field service engine (fse) replaced broken auxiliary water connector in the basin. The the field service engine (fse) cleaned and inspected the machine. The field service engine (fse) checked disinfectant, detergent, and alcohol. The field service engine (fse) ran cycle tests, all tests passed. The software attributes were verified and confirmed. The field service engine (fse) completed the repair checklist, and the equipment passed the electrical safety test. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.